Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to hyperglycemia. The blood glucose level at the time of the event was 702 mg/dl. The patient was treated with insulin injections; however, the blood sugar did not decrease. Reported that the vial of insulin in her purse was cloudy but that the vial in her fridge was clear. So she had been wondering if the vial had been bad. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.